Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿discardit 5ml 23g barrel crack and blood leakage while withdrawing blood¿ the complaint could not be confirmed, and the root cause is undetermined. No retention samples showed cracked barrel. The defect could not be confirmed for cracked barrel as there is no sample or photograph from the customer.

Event description:
It was reported that the discarditii 5ml with 23*1 barrel was cracked and leaked blood. This occurred with 3 syringes during use. The following information was provided by the initial reporter: "observed discardit 5ml 23g barrel crack and blood leakage while withdrawing blood."

Manufacturer narrative:
(B)(4). The reported lot # [0057978] was not found for the reported catalog # [300852]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the discarditii 5ml with 23*1 barrel was cracked and leaked blood. This occurred with 3 syringes during use. The following information was provided by the initial reporter: "observed discardit 5ml 23g barrel crack and blood leakage while withdrawing blood."